Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional reported "opening the shell where the implant is stored material is left on the shell- on the external and internal". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, g2, h4.

Event description:
Healthcare professional reported "opening the shell where the implant is stored material is left on the shell- on the external and internal". This record is for the right side. Device remains implanted.